Manufacturer narrative:
The pump passed the displacement test. However, pump was unable to prime during the prime/compromised force sensor system test and alarmed compromised force sensor system during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion test and excessive no delivery test due to compromised force sensor system alarm.

Event description:
The customer reported via phone call that the insulin pump was squirting out during the manual prime process. The customer¿s blood glucose level was unknown. The customer also reported that they are unable to exit the preparing to prime loop. The device will be returned for analysis.